Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular lead exhibited, low, out of range pacing impedance (less than 200 ohms). The device remains implanted. No adverse patient effects were reported. Additional information was provided, that this patient was seen for a follow up appointment. During provocative maneuvers in the clinic, no noise was observed and all measurements appeared stable. The low impedance measurements of less than 200 ohms, have been present since at least 2016. The physician will continue to monitor this patient closely. No adverse patient effects were reported.